Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was explanted but was not returned, therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the rupture. The surgical conversion event is unconfirmed based on the medical records and imaging available to review. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. In addition, review of the eighty-eight (88) month post implant computed tomography (CT) scan identified sac growth of 28 mm had occurred, and the use of non contrasted computed tomography (CT) surveillance due to chronic kidney disease which could have contributed to a delay in the detection of an endoleak. The final patient status was reported to be well following an open repair procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. E1: initial reporter, name and address: hospital phone has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the patient presented emergently with a ruptured aneurysm. The physician elected to explant the devices. The device is not available for return. It was reported that the patient tolerated the procedure well and is doing fine. Note: this patient had a previous intervention for a type 1a endoleak. An additional suprarenal stent graft extension was implanted on (B)(6) 2014 to resolve this event. This event was reported under MFR# 2031527-2014-00404. Additional information: clinical review identified sac growth of 28 mm had occurred, and the use of non contrasted computed tomography (CT) surveillance due to chronic kidney disease. The final patient status was reported to be well following an open repair procedure.

Manufacturer narrative:
The device involved in this event has not been returned for an evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the patient presented emergently with a ruptured aneurysm. The physician elected to explant the devices. The device is not available for return. It was reported that the patient tolerated the procedure well and is doing fine. This patient had a previous intervention for a type 1a endoleak. An additional suprarenal stent graft extension was implanted on (B)(6) 2014 to resolve this event. This event was reported under MFR# 2031527-2014-00404.